Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event was confirmed through log file analysis revealed three (3) low flow alarms were logged on (B)(6) 2020. Additionally, one (1) high watt alarm logged on (B)(6)2020 accompanied with an increase in pump rotational speed. Information received from the site indicated that, on the day when the patient's ventricular assist device (vad) was exchanged, the replacement ventricular assist device (vad) exhibited lower than expected flows that were attributed to right ventricular failure. The flow subsequently improved. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed high watt alarm may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: 694765 lead implanted on (B)(6) 2011 and 5076-52 lead implanted on (B)(6) 2011. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the day when the patient's ventricular assist device (vad) was exchanged, the replacement ventricular assist device (vad) exhibited lower than expected flows that were attributed to right ventricular failure. The flow subsequently improved and the replacement vad remains in use. No further patient complications have been reported as a result of this event.